Event description:
It was reported that infection and erosion occurred. It was further reported that a pocket infection was present and there was pus discharge. Upon examination, the patient was noted to have multiple scars and there was granuloma over the wound with evidence of a localized pocket infection. A plan is in place for the device system to be removed. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).